Manufacturer narrative:
Concomitant medical devices: ddbb1d1 ICD, implanted: (B)(6) 2015; 7122 st. Jude lead. Implanted: (B)(6) 2016.

Event description:
It was reported the patient developed an infection. The implantable cardioverter defibrillator (ICD) system was removed. Replacement is planned as soon as the blood cultures are clear. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.